Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge and caused pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.